Manufacturer narrative:
A field service representative (fsr) was dispatched to the account. The fsr replaced the power supply assembly and stated that the issue was not with the instrument but with the customer electrical power supply. The fsr reconnected the instrument, cycled power and verified no burning smells. Performance was verified by running controls. The celldyn 3500 system operators manual, 92722-05, rev e, in section 8 on electrical hazards states that the operator should observe good habits of electrical safety and should keep liquids away from all electrical connections (page 8-5). In addition, the complaint analysis and trending system (cats) and trending analysis support system (tass) were reviewed and no adverse trends were identified for this issue.

Event description:
The customer stated that the waste line from the celldyn 3500sl analyzer became detached from the flooring and sprayed fluid on the outlet the instrument was connected to. This caused sparks and smoke. The customer immediately powered down the analyzer and unplugged it. No injury occurred.